Event description:
It was reported that the pump was replaced due to normal battery eol (end of life); the eri (elective replacement indicator) had occurred. The catheter was replaced due to a myelogram that had been done. They were not getting good flow back from the catheter. The date of the myelogram was unknown and the reporter was unsure if the patient had had a change to his therapy. The pump was delivering fentanyl, clonidine, bupivacaine, and dilaudid. It was later reported that the patient was not having any symptoms. The cause of the catheter issue was a kink. The reporter was unsure of the location of the kink. Following the pump and catheter replacement, the patient was doing ¿good¿. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8703w, lot# l41008, implanted: (B)(6) 1996, explanted: (B)(6) 2013, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type: catheter. (B)(4).